Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient was  having trouble connecting to the ins as of this morning. Their last successful communication was (B)(6) 2021 and states this is the first time they are  having trouble communicating with internal device. Pt states that  internal device feels smaller and maybe due to a slip on the mud on (B)(6) 2021. Patient services agent walked pt through proper placement of the communicator. Also walked pt through trying an inch below, inch to the right, and inch to the left of the incision site. Pt tried placing the communicator vertically on the implant while applying pressure to palpate the internal device. Patient services agent confirmed patient communicator was not plugged into the charging port. Pt also tried communicating with device while sitting and crossing legs and standing while leaning forward. Pt believes the internal device may have moved and is hard to find the implant. The issue was not resolved through troubleshooting.  No further complications were reported/anticipated at this time.